Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1403us/ catalog #: 1403us / expiration date: 30-jun-2021 / serial#: (B)(6) d9: no h3: no h4: mfg date: 16-jun-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data during a routine clinic visit revealed motor start events with parameters outside of the typical range. The cause of the motor starts were attributed to accidental double disconnect of power on the controller. The ventricular assist device (vad) is included in the subgroup 3 population for delay or failure to restart. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation as both devices remain in service. No performance allegations were made against (B)(6). A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed two (2) low flow alarms logged since (B)(6) 2025. This is an additional finding, not related to the reported event. Additionally, two (2) motor start events were logged on 17/jan/2024 at 05:20:29 and 18/mar/2025 at 14:47:56, in which parameters were atypical. Review of the controller event file revealed one (1) controller power-up event, with an associated motor start event, logged on 18/mar/2025 at 14:47:51, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 84% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 100% rsoc. The data point after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for eighteen (18) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the observed low flow event. Based on the risk documentation, possible causes of the observed low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the controller loss of power event can be attributed to the reported double disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.